Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician could not place the atrial lead in the correct position. Upon removal, a kink was found on the tip of the lead. The lead was no longer used and replaced. The patient was in stable condition post procedure.